Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jun-2018 with the following findings: there were unexplained pump reboot events observed in the pump's black box. The battery compartment was found to be cracked. The returned battery cap was able to fit to the pump and maintain an electrical connection. No pump reboot events were duplicated during the investigation. There was no evidence of internal moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the yellow o-ring of the battery cap was visible, that the battery compartment was cracked, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.